Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited what appeared to be t-wave oversensing and high, out-of-range pace impedance. The health care professional (hcp) indicated that the episodes had been occurring since july. The patient had been brought in, but no changes were made at that time. Requests for additional information were unsuccessful. The patient is not dependent. No adverse patient effects were reported. The system remains in service.